Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 24 synergy¿ drug-eluting stent, it was noted that the stent struts were crushed and damaged. The procedure was completed with another of the same device. No patient complications were reported.